Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's pharmacist reported via phone call that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 40 mg/dl. The customer drank orange juice. The caller stated that the drive support cap appeared normal. The caller explained that the customer's grandmother found the customer when she was experiencing low blood glucose. The caller stated there was no perceived cause considered at the time of the call. The customer was advised to monitor the insulin pump and call back if issues persisted. The customer did not return the product for analysis.